Event description:
Patient-self tester reports higher than expected results with the protime microcoagulation system. On (B)(6) 2013, patient tested at home with protime and generated result of 5.5 inr. Patient reported the test with protime and result was 3.5 inr. Patient's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: no ncmrs identified for this instrument. Itc has requested all data required for form 3500a.